Event description:
Customer was trying to split the valved split sheath introducer, plastic had cracked and separated but the internal silicone valve remained in one piece (did no split). The customer had to manually cut the silicone valve to enable removal. The complaints are about two different procedures and the lot number of the mst kit is 2309-004. This batch has been processed into both final products.

Manufacturer narrative:
Review of device history record (DHR): finished good: 61.645.77.050-vukb lot number: 2309-004 released date: 10/26/2023 expiration date: 09/08/2025 manufactured date: 09/06/2023 qty: (B)(4) units. Component attributed to the complaint: r4-0149-01-aa 7f x 13cm valved tearaway introducer ln r2110-129 ln r2110-130 ln r2110-131 ln r2112-096 ln r2112-097 ln r2201-076 the component inspection records were reviewed and and found to be in order. The lots in question have been depleted in the inventory review of complaints log (year 2021-current): 1 similar complaint has been identified. Ccr-0052-2023 review of ncr's and CAPA's log (2021- current): no CAPA or ncr has been recorded that could have contributed to the complaint total sales of products using 7f x 13 cm valved tearaway introducer (year 2018-2023 ) = (B)(4) units occurrence rate = .0040 % review of risk analysis: the risk is identified within the risk analysis. Rsk-00109-02-ac index 3 -> "delay of procedure", damaged components (i.e. Scalpel, introducer needle, syringe, introducer, guidewire, catheter, touhy, stylet)" potential occurrence rate: 0.001% < p < 0.01% current occurrence rate:0.004% the occurrence rate is within the acceptable frequency as outlined in the risk analysis. Retain sample evaluation: the retained sample from the same lot underwent evaluation through a destructive test. Throughout the testing, the valved tearaway introducer exhibited no issues, splitting smoothly. Return samples inspection: one package arrived containing samples for ccr-0072-2024 and ccr-0073-2024 the problem could not be be reproduced due to sample's current state. The samples were visually inspected. 1. The return sample for ccr-0072-2024 showed that the inner valve part did not split and still intact. 2. The sample returned for ccr-0073-2024 revealed that the valve had split in half, reportedly requiring manual cutting. Supplier notification: the returned sample was sent to the material supplier and currently investigating the issue. Future communications and result of investigation will be addressed accordingly. Conclusion: the returned sample was verified and inspected and the reported complaint with the valve was confirmed. However, the evaluation of the retain sample from the same lot did not find any deviations as the valve was able to be split without any issue. The DHR review was also performed with all the valved tearaways introducer's used in the builds and all the13 samples passed the destructive testing criteria. The root cause of the issue cannot be established at this time. It is possible that an excessive force may have been applied to one side of the wing, potentially resulting in an imbalance that that prevented the valve from splitting. However, this hypothesis couldn't be definitively confirmed. The supplier of the valved tearaway introducer has been notified and is currently investigating the issue. The risk has been identified within the risk analysis, and the occurrence rate falls below the acceptable frequency rate outlined in the document.